Manufacturer narrative:
Only the year of implant was provided. Therefore (B)(6) 2015 was used as the implant date. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. One j-peg image was provided to w. L. Gore for evaluation. The evaluation of the image showed that the distal end of a deployed device appears to be in an angled segment of the thoracic aorta. The image received cannot be used to perform a full imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided.

Event description:
It was reported that on an unknown date in 2015 the patient was treated with a conformable gore® tag® thoracic endoprosthesis (tge). On (B)(6) 2020, the patient presented with an aortic dissection. On (B)(6) 2020, the patient was intended to be treated with a gore® tag® conformable thoracic stent grafts with active control system (tgm) used as distal extension in an emergency procedure. After the implantation of the tgm both endoprostheses were ballooned. It was stated that the heart of the patient stopped at this moment and the patient expired a few minutes after. It is believed that the aorta was ruptured due to the ballooning.